Event description:
Rec'd medwatch from customer which states: employee had a body fluid exposure and radioisotope exposure from a pt's peripherally inserted central venous catheter line when a back spray of blood and contrast occurred after injection of contrast in the peripherally inserted central venous catheter line." From customer contact conversation: this occurred as the employee withdrew the needle "through the cap". The tech did not clamp the peripherally inserted central venous catheter line as she withdrew the needle. No pt harm and no reported problem to the peripherally inserted central venous catheter line. The pt has history of gastrointestinal bleed with history of multiple transfusions and hepatitis b. The employee was seen by the occupational health dept and no problem has been reported. The employee has had hepatitis b vaccinations. Decontamination of radiology area required.